Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 analyzer and replaced multiple hardware parts, which included the buffer valves, the buffer syringe and the reference electrode to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported approximately six patients had low sodium (na) and high chloride (cl) results due to low anion gap values on their dxc 700 au clinical chemistry analyzer. The customer did not report the results out of the laboratory. The customer repeated the samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided an example of results for only one patient.